Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement of greater than 125 ohms. Boston scientific technical services (ts) confirmed a recorded shock lead impedance measurement of greater than 200 ohms upon disk analysis. Further, ts suggested of a lead insertion/ connection issue or a lead fracture, as the out of range measurements occurred soon after the implant procedure. Additional information received indicates that a lead fracture was the most probable cause of the out of range measurement. The physician set to review the patient and may consider lead revision. Approximately one year and four months from the time this out of range was reported, via patient¿s remote monitoring system, this crt-d and competitor rv lead had displayed again a high shock lead impedance measurement. The medical team will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.